Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This is MDR one of two (1825034-2012-00221 and 9610576-2012-0003) for this event.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2012 due to tibial loosening with necrosis. The tibial bearing was removed and replaced. No further information has been provided to date.